Event description:
On (B)(6) 2012, the patient claimed the animas insulin pump has power issues. The subject pump allegedly will not power on. The subject pump did not have physical damage or moisture within. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Manufacturer narrative:
Device evaluation follow-up # 1 submitted 01/21/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. Black box review shows no unusual reboot on the reported failure date. The battery cap was not returned with the pump, the battery compartment observed to be intact, no signs of crack or stripped threads. A test cap was used during investigation and no reboots occurred. The pump boots up to "verify" screen successfully and displayed "verify" screen. The pump ran for 24 hours with no power issue. The cover of the pump was removed, power flex and power circuit were inspected with no evidence of moisture ingress or intermittent condition found.